Event description:
It was reported that during troubleshooting for an unrelated alarm, the care giver (cg) noticed some bubbles in the patient line during fill 1, while the home patient (hp) was connected. The technical service representative (tsr) advised the cg to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.